Event description:
A physician reported a pt who was retested on 1 october 1998 in the right forearm. On 15 october 1998, the pt reported a large - "dime size," red "bump" at the test site; date of onset 3 october 1998. The physician believed, based on the pt's description, that the symptoms were a definite hypersensitivity to the collagen. The pt was seen on 15 november 1998 with persistent symptoms. The physician prescribed oral reactine.